Manufacturer narrative:
The t:slim user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer reported using the cartridge and infusion set for greater than 72 hours. Tandem customer technical support informed customer that the cartridge and infusion set should be changed every 48-72 hours. Customer reportedly changed supplies to address the occlusion alarms. Customer¿s blood glucose level was 495 mg/dl.